Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked shield of stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - based on an evaluation of severity and frequency, it was determined that no corrective action is not required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the tubes of the bd vacutainer® k2 edta tubes had a crack in the shield of the stopper. No medical intervention or injury was reported.